Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 03/23/2015-device evaluation:the pump serial number was added to the complaint file on 01/22/2015. Pump 26-29765-15 was investigated for related complaints on 1/18/2013, and the following findings are from the initial investigation:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be peeling at the ok button. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive; the ok button responded properly. The keypad cover was removed, and contamination was found under all button contacts. The contrast contact was also misaligned.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive. There was no additional information available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.